Manufacturer narrative:
Pump seated at 1.0 lbs during prime/a33 test and "no deliver" alarm noted during excessive no delivery alarm test due to dried insulin on motor slide. Unable to perform occlusion test due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Cracked reservoir tube lip and scratched display window noted.

Event description:
Customer reported recently being hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was 600 mg/dl. Customer was still hospitalized at the time of the call. During troubleshooting for the high blood glucose level, the customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 600 mg/dl at the time of the call. No further information was provided.